Event description:
During an MRI scan, a pt received a 10 cent coin sized blister under an ECG electrode. ECG cable was positioned in a loop along the left side of the patient's chest along the MRI bore. A surface MRI coil was used during the event. Alcohol skin preparation was used, and 3m red dot ECG electrodes were used. The ECG cable used was rated for scans up to 0.4 w/kg and it is likely that some of the scans performed exceeded this specific absorption ratio (sar) rating.